Event description:
It was reported that during an office visit in (B)(6) 2017 the physician had noted that the battery appeared to have "drained 3% since the last visit". This caused the physician to suspect that the generator had depleted prematurely. However the exact battery indicator was not reported.

Event description:
Patient was seen for a consultation as the patient was referred to surgery for vns batter replacement due to device reaching end of service. Product information was received. No known surgical interventions have occurred to date. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. A review of device history records for the generator shows that no unresolved non-conformances were found.

Event description:
Patient underwent generator battery depletion due to low battery. The explanted generator has not been received to date.

Event description:
It was reported that the patient's device had depleted and the physician was concerned this may have been premature. No additional relevant information has been received to date.